Event description:
During a penestrated aorta aneurysm repair procedure, the physician placed the sheath inside the patient. When they went to remove the dilator, the hub popped off of the gray dilator. They were able to remove this from the patient by wiggling it out and grabbed it with forceps. Another sheath was used and the procedure was completed successfully. A section of the device did not remain inside the patient's body. According to initial reporter, the patient did not require any additional procedures nor experience any adverse effects due this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). *****investigation***** a review of complaint history, instructions for use (IFU), and quality control was conducted during the investigation. No product was returned to assist in the investigation. The complaint was reported, "the flush tube was not properly attached to the product, resulting in blood loss." No additional information has been provided. Quality control confirms the correct stopcock and make sure that it is free from cracks and overall appearance is good and clean. There is no evidence to suggest the product was not manufactured per specification. The IFU cautions, "before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline." The root cause could not be determined without the benefit of the complaint device. Quality engineering risk assessment was used to assess the risk and concluded the risk to patient remains acceptable with the addition of this complaint. No risk reduction activity is necessary. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode. (B)(4).

Event description:
During an unknown procedure, the flush tube was not properly attached to the product, resulting in blood loss. Additional information has been requested but not provided by the reporter.